Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to unlock their pump. Customer did not provide further details about the issue. There was no reported impact to customer's blood glucose. Multiple follow up attempts were made by tandem technical support; however, no response was received.